Event description:
It was reported by the patient's relative the patient with a cardiac resynchronization therapy defibrillator (crt-d) system died. The relative stated that the patient had been in a coma for a year and a half. When the patient died the relative did not see her "thump". The relative wanted to know what the device and heart were doing the last five minutes of the patient's life. A cause of death and the circumstances around the death were requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. Contacted the cardiologist who the relative reportedly want the analysis sent to. The nurse stated the patient had not been seen since (B)(4) 2010 and the device function was normal. The patient was supposed to go back in (B)(4) 2010 but was a no show. No other records were found. If additional relevant information is received, a supplemental report will be submitted.